Event description:
Customer reported an issue with the speaker or vibrate function of a pump, where the speaker was not audible. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.